Event description:
It was reported that during a fusion the surgeon found a broken catheter. The hcp stated the catheter was already sheared distal to the anchor upon exposure. Additional information later reported the pump was used to deliver hydormorphone, baclofen, and clonidine. The hydromorphone dose was 6mg/day but after the revision it was dropped to 3mg/day. Per the reporter only the distal segment of the catheter was replaced. The patient symptoms and outcome were unknown at the time of the report. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter . (B)(4).